Event description:
The customer stated that he was hospitalized for high blood glucose levels. The customer reported a blood glucose reading of 156 mg/dl during the call. The customer stated that the cannula was bent when he removed the infusion set. Found that the customer had recently started inserting the infusion set manually without pinching up the skin. Advised the customer to pinch up the skin when inserting manually. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.